Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated.

Event description:
It was reported that it was noticed that the ultrabraid suture attached to the healicoil anchor was not tying the tissue down to it original footprint, then it was noticed some debris from the healicoil anchor loose in the joint, parts of the anchor that had broken. Loose parts were removed from the patient. No patient injuries were reported.